Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported, she was admitted to the hospital on (B)(6) 2011 because, she was sick and her blood glucose levels were elevated. Pt reported, she treated her blood glucose levels by giving corrections via the infusion device but this did not help. Pt stated, her blood glucose level was 595 mg/dl when the ambulance arrived on (B)(6) 2011. Pt's target blood glucose range is under 200 mg/dl. Pt reported, she was taken off of the infusion device and given insulin IV when she was admitted. Pt stated, the hospital did not find any fault with the infusion device. Pt reported, she was released from the hospital on (B)(6) 2011 and has been home for about a week. Pt stated, her blood glucose levels have remained normal. No product return was requested.